Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report filed may 15, 2015.

Event description:
Per the clinic, the implanted electrode array extruded from the cochlea. The device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same procedure.